Event description:
Hill-rom received a report from the account stating the brakes are not working on the bed. The bed was located at the account in ICU room 2. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom technician found the brakes not holding due to casters were internally worn causing wheels to move in brake mode. Per the hill-rom service manual, the advanta bed requires an effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Test the brake casters to determine if the bed moves when you activate the brake mode. Test the steer mode to determine if the foot end casters lock in the steer mode. Check the tires for cuts, wear, tread life, etc. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician replaced the casters to resolve the issue. Based on this info, no further action is required.